Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call they were hospitalized for low blood glucose readings of 32 mg/dl. The blood glucose readings at the time of the hospital were 37 mg/dl. The low blood glucose readings were treated with a glucose tablet. The symptoms were heavy tongue and loss of consciousness. The current blood glucose readings were 99 mg/dl. The customer did not know the name of the hospital. The customer has been experiencing low blood glucose readings since (B)(6) 2015. Troubleshooting was conducted for the insulin pump. It was found that the insulin pump had the incorrect time and date. It was also stated that the customer has cancer. The customer was advised to monitor the insulin pump and to consult their doctor about removing during insulin during their treatment.